Event description:
It was reported the biomed was doing routine checkout and with a battery that measured 9.2 volts the biomed said that upon opening the battery drawer the device would immediately shut off. The device was returned for repair. No patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of specification. Upper and lower cases are broken. Two side bail covers are broken. Battery release, heart lead flex, lead flex cover, and battery drawer are contaminated. Battery contacts are compressed.